Event description:
It was reported by the customer that a pyxis ciisafe es system was not functioning. The customer reported that the station was disconnected and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a connection issue of a network cable. A field service engineer replaced the network cable between the personal computer and drawer controller box and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.